Event description:
The following information was provided: patient reports he has a failed hip and is pending revision. Patient is inquiring whether his parts were subject to a recall. Additional info. 4-mar-2025: pt. Was revised on (B)(6) 2025 on his left hip with stryker and competitor implants for trunnion fracture, pain, linear poly wear, and dislocation. Pt had infection after revision and was on IV for 6 weeks with antibiotics.

Manufacturer narrative:
Reported event: an event regarding a recall query and wear involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient underwent a primary total hip arthroplasty as described above since I was able to review the first portion of the operation note. According to the patient admission lab report document he did undergo debridement of the hip and total hip arthroplasty revision. I cannot confirm this complete completely since I do not have any of the relevant operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnion failure/fracture and subsequent head neck disassociation are multi factorial including surgical technique, especially in the way the femoral head and femoral trunnion are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, and implant factors.' Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: patient would like to know if his implants were involved in a recall. As no device details were supplied then it is not possible to determine if the patient¿s implant is subject to a recall. A review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient underwent a primary total hip arthroplasty as described above since I was able to review the first portion of the operation note. According to the patient admission lab report document he did undergo debridement of the hip and total hip arthroplasty revision. I cannot confirm this completely since I do not have any of the relevant operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnion failure/fracture and subsequent head neck disassociation are multi factorial including surgical technique, especially in the way the femoral head and femoral trunnion are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, and implant factors.' No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.